Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented due to the clinic after receiving patient notification for out of range high voltage lead impedance. The lead was found dislodged. The lead was explanted and replaced. Patient condition was stable during and after procedure.